Event description:
On (B)(6) 2009, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The pt had aso and a conduit was anastomosed with the common iliac artery. A large amount of thrombi in the thoracic and abdominal aorta were observed. After the procedure on the same day, the pt developed paraplegia. Csf drainage was performed, however, the pt didn't recover from the paraplegia. On (B)(6) 2010, an amputation was performed due to aso. The physician definitively stated that it was not related with the tag and tag procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.